Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had power loss alarm. Customer¿s blood glucose level was 171 mg/dl. Customer also reported that the crack on the insulin pump located from the top of the battery compartment all the way down to the bottom of the insulin pump. Troubleshooting was performed for damaged. Customer was advised that the insulin pump needed to be replaced and to discontinue use of the insulin pump and revert to a back-up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device received with cracked case(battery tube), cracked battery tube threads and faded serial number label. Device passed the sleep current measurement, active current measurement and displacement test. No low battery alarms or unexpected battery power loss noted during testing. Device functioning properly. However, the power management tool confirmed low battery alarms and an abnormal loaded voltage at the power management graph due to resistance issue at connector. After disconnecting and reconnecting the internal battery connector on electrical board, device was monitored and functioned properly.